Event description:
Customer reported hospitalization for high blood glucose and ketoacidosis. Customer had settings cleared on the 18th and put in the incorrect basal rates. Due to the significant error in the basal rates the customer experienced high blood glucose from the 19th-22nd.